Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and barbed suture was used. Patient skin showed signs of infection & allergy to the suture after 10 days of follow-up. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: as per the hcp there were 2 patients on whom 1 foil each of stratafix monocryl was used. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> no, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions?--> examination of allergic reaction & pus formation, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> skin infection, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the patient manifestations of the reported infection & allergy (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection & allergy from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect codes. Additional information was requested, and the following was obtained: - hcp was using stratafix for past 4 months for fascia closure & subcuticular closure in lscs. -surgeon did not observe any suture deficiency or anomaly before, during, after the suture placement. - gaping was seen after 2 weeks of patient discharge. -suture was properly placed at the initiation point using fixation loop and index part & reverse stitch was taken. -infection was local and managed by antibiotics. -onset of infection was after 2 weeks of discharge where wound gaping was seen. -patient did not have any known allergic conditions before operating. -culture test was performed and was positive -currently patient has been recovered from infection.